Manufacturer narrative:
This product was received and tested by technical services could not confirm that the avl monitor was showing lines / flickering. A test baton was plugged into the customer's monitor and the monitor was powered on. The baton's cable was manipulated and no lines or flickering were discerned. The monitor passed the image quality test pattern and the colors and lines were distinct. The monitor was certified. Service complete. The device was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the unit began to flicker. A delay in the procedure of approximately five (5) minutes occurred as a back-up avl system was obtained. No harm to patient or user was reported.